Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump being set to run for 1 hour but drug ran for under 40 mins" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr. For 60 mins at 40 volume to be infused with the results of 40.712 and passing error percentage of 1.78%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required, however, to ensure proper delivery maintain the m2/m3 spring will be replaced in the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during delivery. The pump set to run for 1 hour but drug ran for under 40 mins. There was no report of patient injury or medical intervention associated with this event. No additional information is available.